Event description:
The customer reported that co2 (carbon dioxide) calibration failed due to span after performing the bi-weekly flowcell cleaning involving the unicel dxc 600 synchron system. The customer performed the ise (ion selective electrode) cleaning again to troubleshoot the issue but upon recalibrating, all ise failed recalibration except for co2. Upon further troubleshooting, the customer observed a leak under the ise module. The customer was wearing personal protective equipment consisting of gloves and eye protection at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered that the ise drain valve was not functioning correctly. The fse proceeded to take the valve apart and discovered a clot. The fse removed the clot to resolve the leak and verified the repair per established procedures. Failure mode of the leak is attributed to an obstructed ise drain valve. Beckman coulter internal identifier for this report is (B)(4).